Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that sometimes the insulin pump beeped and at other times it did not, when he inserted his blood glucose to calibrate the sensor. The customer was going to monitor the insulin pump. Customer's blood glucose level was 188 mg/dl. The device was not returned.